Manufacturer narrative:
A complete investigation was initiated upon receipt of the complaint. The product was not returned for evaluation, so a review of specific lot production records was not possible. However, pictures provided by the user facility showed signs of migration posteriorly. It was noted that the original placement of the cage may have been more posterior than normal and that the patient had poor bone quality. It was confirmed upon removal of the cage that there was no decrease in height. The exact cause of the cage migration cannot be determined.

Event description:
It was reported by the distributor representative that posterior spinal fusion surgery had been performed on a female patient at l5/s1 on (B)(6) 2021. During patient follow up visit to doctor on (B)(6) 2022, it was observed that migration of the implanted cage had occurred posteriorly and that the cage was impinging on the nerve. Revision surgery was scheduled for (B)(6) 2022. On (B)(6) 2022, it was reported that the revision surgery had taken place on the scheduled date.